Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with traces of corrosion found at motor and lcd board. The insulin pump was received with scratched lcd window, cracked case at lcd window corners, battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and damage. The customer's blood glucose reading was 90 mg/dl at the time of the call. The customer stated there is fluid under the lcd screen. There is also crack on the right hand side of the pump. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.